Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that she was sleeping and when she went to check the blood glucose readings they received the error message. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.